Manufacturer narrative:
H3: analysis did not find any fault with this device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis did not find any fault with this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim response had no stimulation response, the interface box was found to be unresponsive. The fault was not reappeared and the current was transmitted normally. Could hear the sound of stimulus transmission. Stimulus set to 0.8ma and threshold set to 100v. There was no patient involvement.